Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Event date is an approximation. On approximately (B)(6) 2025, the patient reported experiencing a cgm inaccuracy that caused her omnipod insulin pump to ¿supply excessive amounts of insulin that led her to get hospitalized¿. The patient reported that the cgm was reading around 180 mg/dl while the bg meter was reading around 40 mg/dl. The patient could no longer recall any further event details as the event occurred a year ago. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.